Manufacturer narrative:
Date sent to the FDA: 09/01/2021 a manufacturing record evaluation was performed for the finished device lot number qmmaxp /fz318h, and no non-conformances related to the reported complaint condition were identified. Additional h-3 summary: a paper lid, an empty winding former, and a detached needle product code fz318h were returned for analysis. Upon visual analysis of the returned sample revealed that a cracked barrel defect was observed at the swage area of the needle. The barrel hole was examined under 20x magnification and a fracture was found. In addition, the suture was not received for evaluation. As per returned conditions of the sample no functional test was performed. The cracked barrel defect has been correlated to the manufacturing process. Based on the information currently available, the cracked barrel was identified during the investigation of the sample received. Further evaluation is necessary to determine the assignable cause by hsa of the cracked barrel. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate

Manufacturer narrative:
(B)(4). Date sent to the FDA: 10/13/2021 this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: h6. Additional h3 investigation summary. Additional analysis performed: a failed suture needle was submitted for fractographic evaluation. The component was identified as product code (B)(4). A fracture was observed at the suture attachment of the needle. One side of the needle was received, the mating fracture surface was not provided for this evaluation. A microscope was used to examine the fracture surfaces and surrounding area of the needle. The fracture surfaces were examined in multiple locations to determine the fracture mode. The evaluation revealed the fracture was intergranular, which is evidence of a brittle fracture mode. This was a non-ductile fracture. The needle exhibited amounts of intergranular failure.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: how was surgery successfully completed? Use of another device to complete the procedure.

Event description:
It was reported that a patient underwent a laparotomy procedure on (B)(6) 2021 and suture was used. During the procedure, at the closing, the needle pulled off from the thread. No adverse patient consequences were reported. Additional information was requested.